Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, , the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of a preloaded monofocal intraocular lens (iol), the surgeon observed a blemish on the lens and the surgeon subsequently removed it from patient's operative eye by cutting it in half. Through follow up, it was learned that the procedure was completed with another johnson & johnson lens (same model and diopter). It was unknown if there was patient injury, complications, or surgical intervention required. The patient outcome was reported as unknown. No further was provided.